Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that normally the j tip balance middle-weight (bmw) guide wire has a 45 degree bend, but the bmw used had an almost 90 degree bend. There were no adverse patient effects. No additional information was provided.